Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: investigation - evaluation. Reviews of the complaint history, device history record, manufacturer¿s instructions, quality control procedures, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows one nonconforming event which could have contribute to this failure mode. This nonconformance was for foreign matter during manufacturing. However, the effected unit was reworked prior to order completion. Additionally, the reported failure was noted after the user dropped the device, so it is unlikely that these two nonconformances are related. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and no product returned, investigation has concluded that a root cause for this event could not be established. Reportedly, the customer is uncertain if the foreign matter was present on the device prior to dropping it. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted at the conclusion of the investigation or, when additional relevant information becomes available.

Event description:
It was reported, during an unspecified procedure, the micropuncture transitionless pedal access set was dropped onto the foot of the patient table and a hair was observed on the device. It is unknown if the hair was on the device prior to the drop onto the table. The device was not used.